Event description:
During surgery, the knob was turned towards "loose", then the inner shaft came out thus, the cable could not be inserted. As a result, the cable with beads could not be used therefore, the cable without beads was used.

Manufacturer narrative:
Evaluation summary. The result of the investigation performed indicates that the knob and the cable clamp assembly came loose from the outer shell, because the threads of the hole on the outer shell that retains the set screw have stripped. The set screw locks the knob and the cable clamp assembly to the outer shell. It is believed that the thread of the hole on the outer shell was damaged during reassembly/disassembly of the set screw during cleaning.